Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report wil be submitted once the evaluation is completed.

Event description:
The customer reported the split septum is not sealing tightly around the catheter. "Air bubbles" were reported during a blood draw. There was no patient/staff harm and medical intervention was not reported. No further patient or event information was provided.